Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did bolus and then noticed the screen of insulin pump was blank, they changed the battery and got failed battery alert and battery out limit. The customer¿s blood glucose level was 10 mmol/l. The customer was assisted with troubleshooting. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer confirmed nothing wrong with the insulin pump prior to finding it blank. Customer confirmed insulin pump was not exposed to moisture. The insulin pump will not be returned for analysis.